Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom drawer of the main pyxis tower was sticking and failed to open as expected. The drawer would only open when actively pulled out during recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failed. A field service engineer found that the full height drawer 6 on the main unit would not eject. Upon examination, it was discovered that the drawer did not open fully and had to be forced open. The frame was misaligned, and the slide members were off track, so both slide members were replaced. The retractor band assembly was also broken at the hinge and was replaced with a new one. In addition, the pyxibus cable was replaced, and service was restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.